Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On 18th july, 2024 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated some parts pose a problem of paint peeling. The designated complaint unit employee confirmed based on photographic evidence the paint was chipping from suspension arm and the spring arm cover was damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Previous h3 device not eval provide code: device evaluation anticipated, but not yet begun corrected h3 device not eval provide code: other previous h6: material integrity problem/scratched material//3020 corrected h6: material integrity problem/crack//1135 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated some parts pose a problem of paint peeling. The designated complaint unit employee confirmed based on photographic evidence the paint was chipping from suspension arm and the spring arm cover was damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. According to subject matter expert at manufacturer¿s, the most probable root cause of this premature paint degradation would be an incorrect cleaning procedure/product. All maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. ¿ paint definition pfc066. This procedure defines maquet sas's requirements for all painted parts. ¿ disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. This event is clearly due to the cleaning product. Nevertheless, the deterioration of the paint is far advanced, and it must have started years ago. Such troubles should have been detected first by the user during daily and monthly checks. The current cleaning product must be improved as described in the user manual. The damaged parts must be replaced as soon as possible. Regarding cracked spring arm cover, subject matter experts stated, that there is not enough information available to determine the veritable probable root cause and to make a report. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).